Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose was unknown. The customer reported that they were unable to clear the alarm. The customer was not went to frozen display or keypad anomaly troubleshooting because the clock was visible, working and the buttons were responsive. The customer was advised to discontinue use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 43 alarms noted during testing. Device received with corroded motor home switch. Moisture damage was found on the electronic assembly during visual inspection.